Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room in syncope. Device interrogations revealed episodes of appropriate therapy and multiple mode switch episodes. Programming changes were made and the patient was treated with medication. No further information is available.

Event description:
New information revealed that the patient had no further episodes after treatment.